Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the leads fell out of the patient's back and they were unsure when this happened. They noted that it must have happened on the day of the report. They were going to see their healthcare professional (hcp) on the day following the report for lead removal. There were no symptoms or further complications reported or anticipated.

Event description:
Additional information was received from a hcp. It was reported that the patient did not proceed with the permanent device since the test didn't work for them. The temporary leads had been removed.